Event description:
It was reported that there was a coupling problem. It was noted, the reporter thought the implant may be too deep. It was further reported that the patient was trained and able to demonstrate effective recharging. It was noted that an x-ray was taken and the device was not flipped, although, it did seem as though the device was sitting at an angle. The reporter noted that no malfunctions were seen and that the patient was not recharging normal. It was noted that the patient was having a pocket revision on 2014 (B)(6). Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
It was further reported that the implantable pulse generator (ipg) displayed normal charging intraoperatively as well as postoperatively. It was stated that the patient had full charge at the end of the revision day. It was stated that nothing was explanted and no devices would be returned.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).